Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/25/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the analysis results found that one device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail . How was the procedure successfully completed. Please provide status of product return.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernioplasty on (B)(6)2021 and the absorbable straps were used. It was reported that the device did not work, as the shot was fired, but the straps did not pass through the mesh, and it did not fixate, it was also reported that the device locks and does not fire. Additional information was requested.